Event description:
It was reported an under infusion while infusing nicardipine. There was patient involvement and no harm. No further information details were provided from the customer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: other occupation, report source other, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of nicardipine event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The event date and time were not reported. A review of the suspect pump module error log showed no errors were recorded related to the reported event. A review of the pcu event log showed drugid 520 as nicardipine. On (B)(6) 2025 at 3:28 pm, the concomitant pcu and the suspect pump module were powered on, the pump module was assigned with channel a and a nicardipine infusion was programmed. The dataset installed was identified as sbumc_08_2025, and the profile in use was identified as adult critical care. On (B)(6) 2025 at 3:28 pm the user selected guardrails drugs and programmed an infusion with drugid 520 (nicardipine), drug amount of 20 mg, diluent volume of 200 ml, concentration of 0.1 mg/ml, rate of 5 ml/h, volume to be infused (vtbi) of 100 ml, dose of 0.5 mg/h with an expected duration of 20 hours. The infusion started with a primary volume infused (pvi) of 0 ml. At 3:35 pm the pump module alarmed for occluded patient side and the user restarted the infusion. At 4:03 pm the user changed the user changed the rate to 7.5 ml/h and the dose changed to 0.75 mg/h. At 5:49 pm the user changed the dose to 5 mg/h and the rate changed to 50 ml/h. At 6:00 pm the user changed the dose to 10 mg/h and the rate changed to 100 ml/h. At 6:03 pm the user changed the dose to 7.5 mg/h and the rate changed to 75 ml/h. At 6:06 pm the user changed the dose to 5 mg/h and the rate changed to 50 ml/h. At 6:15 pm the user changed the vtbi to 180 ml/h. At 6:26 pm the user changed the dose to 2.5 mg/h and the rate changed to 25 ml/h. The user channeled off the pump module with a total volume infused of 133.867 ml/h. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customers event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of nicardipin under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a0404, g0301201, c07, d15, a0709, g0301204, c02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion while infusing nicardipine. There was patient involvement and no harm. No further information details were provided from the customer.